Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cannot boot up and does not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the power supply to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.